Event description:
Tesio catheter was shorn in half. Pt was brought here for explantation of their tesio after it was discovered to be broken in half while going for dialysis treatment in another facility.